Manufacturer narrative:
The device was returned to medtronic. Visual examination confirmed the saddle component had disengaged from the screw. The saddle component and assembly washer were not returned along with the screw for evaluation. We are unable to evaluate the staking feature. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the sagittal adjusting screw saddle disengaged from the screw as the surgeon was reducing the rod. The surgeon removed and replace the screw with no further complications. No patient complications were reported.